Manufacturer narrative:
Additional conformable gore® tag® device included in this report: tgu343420j/13834249. (B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak. The IFU recommends overlapped endoprostheses should be one to two sizes different in diameter with an overlap of at least 3 cm.

Event description:
On (B)(6) 2015, the patient was implanted with two conformable gore® tag® thoracic endoprostheses (tgu343420j/13834248 and tgu343420j/13834249) to treat a thoracic aortic aneurysm. Final procedural imaging reportedly revealed a type iii endoleak (component disconnection). The physician elected to conclude the procedure, and the patient was monitored. On (B)(6) 2016, follow-up imaging reportedly revealed a persistent type iii endoleak. According to the physician, the endoleak was caused by the order in which the tag&#59396;® devices were deployed; the proximal tag® device was deployed first, and the distal device was deployed afterward. On (B)(6) 2015, the patient was implanted with an additional conformable gore® tag® device to bridge the separated stent graft components and treat the type iii endoleak.